Event description:
New information received notes that the far r over-sensing episodes exhibited by the pacemaker reoccurred, resulting in inappropriate automatic mode switch (ams). The device was reprogrammed. There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the device exhibited far r over-sensing which resulted in inappropriate automatic mode switch (ams). The patient then presented for an in-clinic follow up experiencing bradycardia and fatigue. The device was reprogrammed. There were no patient consequences.